Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box showed multiple loss of prime warnings post replace cartridge warnings. During the actual testing, the rewind, load cartridge and prime sequence steps were performed successfully with no alarm occurrences. A force sensor calibration check was performed and passed. In addition, the pump exercised for 24 hours with no loss of prime occurrences. Unrelated to the original complaint, the battery compartment was noted to be cracked.